Event description:
Customer failed an external proficiency sample for sodium. Customer states they failed only one of the five proficiency samples. She said when they repeated the sample on (B) (6) 2009, results were within expected range. Initial proficiency sample results was 137 mmol per l, expected survey range 123-132 mmol per l, proficiency sample repeated (B) (6) 2009 gave 127 mmol per l. No patient samples were involved. The field service representative determined the ise tubing had not been replaced and was the cause of the discrepancy. He replaced the ise tubing and ran internal ise calibration, which was within specification.